Event description:
It was reported that during a prostate procedure, the systems touchscreen went blank; attempt to reboot the system and continue with the procedure were unsuccessful and the case was cancelled. No patient injury was reported.

Manufacturer narrative:
(B)(4). The top cover was returned to ams on september 30, 2014 and was sent to the supplier.

Manufacturer narrative:
The top cover s/n (B)(4) was returned to ams on september 30, 2014 and was sent to the supplier. Product evaluation: the top cover s/n (B)(4) was evaluated by the supplier on december 22, 2014. The reported ¿during procedure, screen went blank¿ issue was confirmed; 24v line and tantalum capacitors were noted shorted. The capacitors were replaced and top cover was reprogrammed. Top cover passed the standard production test. Probable root cause: based on supplier fa report, the root cause was determined to be the capacitors in the top cover.

Manufacturer narrative:
The console was evaluated and repaired in the field. The reported issue was confirmed and was determined to be the result of a faulty top cover/touch screen display. The top cover was replaced, the system tested and verified to specification.